Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was stated that a patient developed a hematoma and was in the hospital "for a while" after implant on (B)(6) 2012. No further information was provided on this event. If more information is received, a follow up report will be sent.

Event description:
Follow up information received clarified that the hematoma developed after implantation of the lead component of the implantable neurostimulator (ins) in the thoracic area although it was reported that it was not due to the device. Seven days after implantation, the patient had the hematoma extracted. It was noted that the stimulation therapy was not turned or used for one month following the extraction procedure. Once the stimulation was turned on, the patient was reported as getting good coverage for their pain.